Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that the tip of the screw driver was broken off inside the glenosphere while tightening it. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip broken and the remain tip had twisted patterns. Broken fragment was not returned for evaluation. Additionally, the device exhibited signs of usage on its overall surface. Potential cause can be traced to an unintended use error by improper handling/care of the device, excessive force applied while trialing, or by overtightening the device while assembling with other components, leading the device material to overload and therefore, to fail. As per inhance¿ shoulder system surgical technique rev. C, the star driver tip should be threaded or advance until it reaches the floor of the reverse humeral shell and lifts the reverse liner out of the reverse humeral shell (page 27); advance until the reverse humeral shell is lifted off the stem (page 27); thread until is fully seated within the baseplate or other component and to rotate clockwise when indicated. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the star driver 20 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screw driver was broken off inside the glenosphere while tightening it.